Manufacturer narrative:
The soft cannula was observed to be kinked. During the investigation, the kink did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 24 and 36 hours on the arm. As treatment, a manual injection of insulin (10 units) was delivered and a new pod was applied.